Event description:
It was reported, that during a remote follow up. Noise resulting in oversensing was noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.